Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent system products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: no device sample was available for evaluation, the stent remains implanted. Multiple dicom images were provided. The images document placement of the stents in left and right iliac artery as well as post dilation and the dissection reported by the customer. A specific device failure or an irregularities of the placed stent could not be verified. Based on the images provided, a potential device problem could not be identified. However, the reported vessel injury may be caused during delivery system introduction and covered stent deployment. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product potential complications and adverse events associated with the use of the covera plus vascular covered stent were found addressed. Based on the instructions for use ¿intimal injury/dissection is a potential complication. Delivery system introduction and covered stent deployment including various precautions and warnings were found to be addressed. However, in this case no difficulties during system introduction or stent deployment were reported. H10: d4 (expiry date: 12/2021), g3. H11: h6(method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a dissection of the vessel was found after placement of a covered stent in the left common iliac artery. As reported post-dilatation leads to dissection proximal to the placed stent, just before the aortic bifurcation. The access site was the left femoral artery and the target site was reported to be moderately calcified. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent system products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: no device sample was available for evaluation, the stent remains implanted. Multiple dicom images were provided. The images document placement of the stents in left and right iliac artery as well as post dilation and the dissection reported by the customer. A specific device failure or an irregularities of the placed stent could not be verified. Based on the images provided, a potential device problem could not be identified. Therefore, based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product potential complications and adverse events associated with the use of the covera plus vascular covered stent were found addressed. Based on the instructions for use. Intimal injury/dissection is a potential complication. Delivery system introduction and covered stent deployment including various precautions and warnings were found to be addressed. However, in this case no difficulties during system introduction or stent deployment were reported. H10: d4 (expiry date: 12/2021), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported through the results of a clinical trial that sometime post placement of a covered stent in the left common iliac artery via left femoral artery access, the patient allegedly experienced dissection of the vessel. It was further reported that post-dilatation leads to vessel dissection proximal to the placed stent, just before the aortic bifurcation. Furthermore, this was treated with another covered stent, which extended the first stent by only a few millimeters up to the aortic bifurcation and overlapping for most of its length with the first stent. Reportedly, eight months and thirty days post stent placement in the left common iliac artery, the patient was diagnosed with low-grade in-stent restenosis. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2021). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that a dissection of the vessel was found after placement of a covered stent in the left common iliac artery. As reported post-dilatation leads to dissection proximal to the placed stent, just before the aortic bifurcation. The access site was the left femoral artery and the target site was reported to be moderately calcified. The current status of the patient is unknown.